Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead continued to exhibited possible ffrw oversensing. Normal device function was noted, no intervention was requested, and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for detection of atrial fibrillation (af) with rapid ventricular response by the implantable cardioverter defibrillator (ICD). The device remains in use. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.